Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that patient wasn't feeling well and when the patient activated the patient assist device it did not record the event, but the event was captured on the hospital electrocardiogram. Additionally, the patient's implantable cardiac monitor may not have recorded the event when the patient pushed the button to record the event. The icm was explanted and a pacemaker was implanted. No patient complications have been reported as a result of this event.